Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked display that later became unreadable and non-operational, while blood glucose management remained unaffected and the user continued insulin delivery temporarily while monitoring via the mobile app until switching to backup therapy. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and instructions to discontinue use of the damaged unit, return it with a provided label, and complete a standard startup on the replacement since data do not transfer. Investigation included review of the event description and user communications. Investigation of this device revealed physical damage to the display consistent with accidental drop, leading to loss of screen function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.